Manufacturer narrative:
Based on the provided information, a general reagent issue could be excluded. The observed differences in ft3 values generated with the roche assay and the abbott assay are most consistent with differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft3 iii v2 results for one patient tested on a cobas 8000 e 801 module. At the customer's laboratory, the patient's sample was initially tested with the ft3 iii v1 assay on an e 801 module serial number (B)(4) and with an accuraseed (wako) analyzer. The elecsys ft3 iii v1 result was reported outside the laboratory. The patient's sample was sent for further investigation and was tested on an abbott architect and with both elecsys ft3 iii v1 and ft3 iii v2 assays on an e 801 module serial number (B)(4). Refer to the attachment on the medwatch for all patient data.